Event description:
The patient experienced a post-operative infection, so the original implant was explanted.

Manufacturer narrative:
A review of the production records did not identify a device problem associated with the reported infection. The complainant requested a replacement implant. The patient's weight and information regarding the nature of the infection were requested from the sales representative; however, the representative was unable to provide the requested information.